Event description:
It was reported that bd saf-t-intima y adp yel 24ga x 0.75in leaked it was reported by customer that they noted catheter was bent. Site was changed yesterday and again started to alarm occasionally this morning site was also leaking. When removed old sc site again noted catheter bent when I went to insert a new saf t intima I checked for the bevel to ensure I was inserting it properly and noted that the plastic catheter was longer than the needle which I believe may be the cause of the plastic catheter bending. I was able to find one that the needle is longer than the catheter. The catheter was definitely longer than the needle. Rcc received a complaint via email. Chc complaint reference #: (B)(4) hospital complaint reference #: (B)(4) customer (hospital) name: xxxxx customer address: xxxx phone: xxxx e-mail: xxxx correspondence language: english cat# of product being complained: bd383319 description of product: saf t intima y adp 24gx.75in row yellow 25ea/bx 8bx/ca lot or s/n: (B)(6) complaint category: fail to function / defective reportable: no incident date: (B)(6) 1980. Hospital complaint reference #: (B)(4) details of complaint (reported issue): ¿client had site changed. Hours later pca pump started to alarm occlusion. When nurse went, she noted catheter was bent. Site was changed yesterday and again started to alarm occasionally this morning site was also leaking. When removed old sc site again noted catheter bent when I went to insert a new saf t intima I checked for the bevel to ensure I was inserting it properly and noted that the plastic catheter was longer than the needle which I believe may be the cause of the plastic catheter bending. I was able to find one that the needle is longer than the catheter. The catheter was definitely longer than the needle.¿ please note: incident date unknown. Photos will be sent via separate email. Complaint noticed: prior to use problem frequency: 1st time customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: 4 ea samples available? No. Is customer requesting an rga? No return qty:

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
DHR review: the complaint lot# is 4017854, sku is 383319, assembly in (B)(4) plant on 2024 feb.17, lot quantity is (B)(4) ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot returned sample analysis: two pictures provided, one is showing the catheter is bent, another is showing lie distance is abnormal. Retain sample analysis: sampling 2ea from the retain sample of the same lot to do general appearance inspection, leakage test, and lie distance measurement, all test results are within product specification. Possible cause analysis: based on the reported information, product lie distance is abnormal and cause the catheter bent during using, a leakage issue happened at the same time. The possible reasons for lie distance issue may including: 1. Lie distance setting is not correct during assembly 2. Lie distance changed after setting, may change during packaging, shipment, also opening unit package the possible reasons for catheter leakage issue may including: 1. Catheter is damaged and punctured due to an incorrect lie distance 2. Catheter raw material defect and cause a leakage for all potential causes above, current manufacture already has control procedures as below: 1. Lie distance is 100% inspected at every process step after setting 2. Lie distance is 100% inspected during final packaging, product out of specification will be rejected 3. Both in-process and outgoing sampling check will check lie distance and do leakage test for component with catheter with an analysis for the picture of defect sample, we can see lie distance abnormal cause catheter bent, but we cannot identify the lie distance change happened at which step and cause a leakage issue; both leakage test result and lie distance inspection are within product specification for the retained sample, so the root cause is not clear for this case

Event description:
No additional information available.